Event description:
Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion. The physician felt that the device should have a remaining battery longevity of more than 7 years, as the reflected longevity during a device check was such. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.